Manufacturer narrative:
Block b3: exact date unknown, event occurred in the last few weeks from date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2366700. Model: sc-2366-70. (B)(6).

Event description:
It was reported that the patient experienced discomfort as the lower right lead was poking her lip. The physician cut off the distal two contacts and the patient was doing well postoperatively. The leads remain implanted.